Manufacturer narrative:
The following sections have been updated: h6 clinical code the investigation for the cardiac perforation has been completed. No product was returned. Without additional clinical details, the root cause of the perforation issue cannot be determined due to complaint device not returned and lack of clinical details.

Event description:
It was reported that a patient was admitted for acute myocardial infarction/cardiogenic shock. The patient was placed on extracorporeal membrane oxygenation (ECMO) with an impella cp. The patient was being upgraded to an impella 5.5. The placement went well without complications. Post placement, the patient started to become unstable. Impella flows dropped and ECMO flows dropped as well. Transesophageal echocardiogram showed an acute effusion. The surgeon elected to attempt a pericardial window. A clot was evacuated and the patient was stabilized. After some time, the decision was made to open the patient's chest to check for any source of bleeding. Once opened, a small puncture was found on the posterior left ventricle. Although it cannot be for sure, it appeared that a wire went through the ventricle in the area of his infarction. Sutures were placed and the bleeding was controlled. The chest tube was aced and the chest was closed. At the end of the case, the patient was stable and was sent to the intensive care unit. The surgeon was happy with the outcome. Additional information was received. The patient had native heart recovery and the impella 5.5 was explanted. The pump was not saved. This is one of two related reports. This report represents the guidewire. Another report will be submitted for the impella 5.5. Refer to section h10 for the related report number.

Manufacturer narrative:
The guidewire was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 type of investigation b17 and b2 was inadvertently omitted on the supplemental manufacturer device report.